Event description:
The customer reported when the ventilator's external battery power cord was plugged into the ac power wall receptacle, there was a spark at the male plug end of the power cord and at the facility wall receptacle. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician verified the power cord plug was damaged. The service technician replaced the power cord to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.